Manufacturer narrative:
H3, h6: no products have been received by the manufacturer for analysis.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that after registering the patient using the emitter (em) system and flat emitter, the navigated landmarks appeared accurate within the software. However, the tracing appeared inaccurate by several mm on the left side near where the tumor was within the scan. The site elected not to continue with the system. The use of navigation was aborted. The surgery was aborted and rescheduled for a later date.

Manufacturer narrative:
H3/h6: the software analysis was completed. There was insufficient information to determine if a software anomaly caused the issue. Codes b01, c19, and d15 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The type of procedure was a brain tumor biopsy. There was an hour delay in surgery. According to the surgeon, the inaccuracy was about 1 cm off on the l ear area. There was no patient impact.

Manufacturer narrative:
Additional information added to section a, b5, e, and d10. H6: additional annex f code added continuation of d10: product ID: 9735737, software version: 2.0.1 h3, h6: the system was serviced in the field and no failure was found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.